Event description:
The customer reported that her blood glucose reached 16.0 mmol/l (288 mg/dl) and that the cannula was slightly bent with blood noted in it.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.